Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the electrode belt ECG "a&b" cable was cut, damaging wires in the cable. The root cause for the missing cable was physical abuse. There is no indication that the device malfunction caused or contributed to an adverse event.